Event description:
Pt who experienced pain greater than six months to one year was enrolled in a prodisc-l clinical study and was implanted at levels, l4-5 and l5-s1 on (B)(6) 2003. Pt experienced severe pain on an unk date and was returned to the operating room on (B)(6) 2007. Pt was revised to an anterior posterior fusion with the previously implanted prodisc-l's not being removed. This is 5 of 6 reports for this event.

Manufacturer narrative:
Devices not removed: revision date - (B)(6) 2007. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.